Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin leaked into the reservoir compartment. Customer reported of smelling insulin that day and then noticed insulin leak. Customer reported that insulin was only in the reservoir compartment and o-ring was not missing. Customer was given instructions on drying reservoir compartment. Customer also reported of receiving a motor error alarm. Customer did not report a motor position encoder error alarm. Customer's blood glucose was unknown. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and when attempting to rewind, motor error alarm was received. Customer was advised that insulin pump would need to be replaced.